Event description:
It was reported, the egms from the device were missing. No intervention has been performed. Further investigation is anticipated. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of missing egm was confirmed based on the review of the session records provided. However, the root cause was unable to be determined due to limited information available.